Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 modular cable is (B)(4). Approximate age of device: four months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the lvad system had multiple intermittent power cable disconnects alarms. These occurred on both battery and cabled connection support. The modular cable was exchanged along with the battery clips and system controller. The submitted log file was reviewed by a representative of the manufacturer¿s technical services and confirmed the transient power cable disconnects. These appeared to have occurred at the time of power source changes. There were no unusual events seen within the log file.

Manufacturer narrative:
Additional information. Additional information. Corrected information. Multiple requests for product return were sent to the customer. No product was available for investigation. Device evaluation: the report of power cable disconnects was confirmed based on the submitted log file. The system controller event log file contained approximately 8 days of data, spanning from 08jul2018 13:32:19 to 16jul2018 10:41:12, which captured routine power exchange and pi events until 17jul2018, when intermittent power cable disconnect alarms were activated while the system controller was connected to battery power due to invalid_rsoc faults. These alarms occurred while the system controller was connected to battery power and did not occur while the system controller was connected to the power module. A specific cause for the power cable disconnect alarms and a correlation to the modular cable could not be conclusively determined. The patient¿s battery clips, system controller, and modular cable were replaced and a second system controller event log file was submitted which captured the data associated with the system controller change, and then captured normal pump operating parameters. No atypical alarms were captured. Multiple requests for product return were sent to the customer. No product available for investigation. The heartmate 3 patient handbook and the heartmate 3 instructions for use address all alarm conditions including power cable disconnected alarms. The patient handbook has safety checklists that instructs the patient to check the connectors, on both the controller cables and different power sources, for dirt, grease, or damage. The patient handbook and the heartmate 3 instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.